Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she noticed a crack that turned into a chipped piece at the top of the reservoir chamber. Customer's blood glucose was 250 mg/dl. Customer stated that the black o-ring was rolling back and forth and hanging on the tubing. Customer stated that the top of the reservoir chamber was cracked off. Customer noticed the damage 3-4 days ago. Customer stated that when she locked the reservoir into place, she noticed it was not tight as it used to be. Customer stated that it may have snapped. Customer declined troubleshooting for high blood glucose and leaks. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.